Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to a change in morphology while exercising. The patient was hospitalized pending device troubleshooting. The field representative checked the device and submitted data to technical services for review. It was noted the inappropriate shock was caused by t-wave oversensing with the patient's heart rate at about 170 bpm. The r-wave amplitude had dropped from 1.18mv to 0.5m. Technical services discussed performing x-rays to evaluate system placement, and to test all vectors with position changes and also with an elevated heart rate to find the vector with the most stable r-wave amplitudes. No additional adverse patient effects were reported. The device remains implanted and in service. It was later reported the patient underwent a holter monitor test, where five episodes of paroxysmal supraventricular tachycardia (hr 155 approximately) were stored. It was noted the qrs amplitude decreased during these tachycardias. Troubleshooting was performed and all sense vectors were tested. The device was reprogrammed from secondary to the primary vector as the amplitudes remained stable in all patient positions/postures, and the patient was enrolled in the remote monitoring system. Additional information was received. Fourteen months later, the patient received a new inappropriate shock due to oversensing of mechanical artifact, wandering baseline, and loss of signal. Technical services reviewed the available device data and confirmed the artifact was consistent with changes in the impedance pathway of the primary and alternate sensing vectors. This can either be caused by incomplete lead insertion, impairment of the lead, or other contact disturbances in the device header. X-rays were recommended to verify complete insertion of the terminal pin into the device header, and performing extensive troubleshooting to see if the artifact could be recreated. It was also recommended to re-evaluate the secondary vector for appropriate sensing, as this vector does not use the sense b node. If the secondary vector is not able to be used, the physician should consider replacing the device and electrode. At the time of the inappropriate shock, the patient declined hospitalization and the physician planned to wait on reprogramming the sense vector until evaluation was performed by technical services. The following day the patient received another inappropriate shock showing the same loss of signal and artifact. Therefore, the s-ICD system was explanted and replaced with a new s-ICD system. The physician suspected an issue with the electrode and that product was expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to a change in morphology while exercising. The patient was hospitalized pending device troubleshooting. The field representative checked the device and submitted data to technical services for review. It was noted the inappropriate shock was caused by t-wave oversensing with the patient's heart rate at about 170 bpm. The r-wave amplitude had dropped from 1.18mv to 0.5m. Technical services discussed performing x-rays to evaluate system placement, and to test all vectors with position changes and also with an elevated heart rate to find the vector with the most stable r-wave amplitudes. No additional adverse patient effects were reported. The device remains implanted and in service. It was later reported the patient underwent a holter monitor test, where five episodes of paroxysmal supraventricular tachycardia (hr 155 approximately) were stored. It was noted the qrs amplitude decreased during these tachycardias. Troubleshooting was performed and all sense vectors were tested. The device was reprogrammed from secondary to the primary vector as the amplitudes remained stable in all patient positions/postures, and the patient was enrolled in the remote monitoring system. Additional information was received. Fourteen months later, the patient received a new inappropriate shock due to oversensing of mechanical artifact, wandering baseline, and loss of signal. Technical services reviewed the available device data and confirmed the artifact was consistent with changes in the impedance pathway of the primary and alternate sensing vectors. This can either be caused by incomplete lead insertion, impairment of the lead, or other contact disturbances in the device header. X-rays were recommended to verify complete insertion of the terminal pin into the device header, and performing extensive troubleshooting to see if the artifact could be recreated. It was also recommended to re-evaluate the secondary vector for appropriate sensing, as this vector does not use the sense b node. If the secondary vector is not able to be used, the physician should consider replacing the device and electrode. At the time of the inappropriate shock, the patient declined hospitalization and the physician planned to wait on reprogramming the sense vector until evaluation was performed by technical services. The following day the patient received another inappropriate shock showing the same loss of signal and artifact. Therefore, the s-ICD system was explanted and replaced with a new s-ICD system. The physician suspected an issue with the electrode and that product was expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.